Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an 8mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using an amplatzer trevisio delivery system. During implant the device took on a cobra shape. The device was removed from the patient. Another attempt to deploy was made after rinsing the device. The device maintained a cobra shape. The device was removed and replaced with a new unknown non-abbott occluder. There were no interactions with cardiac structures nor were there any angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.